Event description:
Related manufacturer report number: 2017865-2021-39321. New information received notes the noise was observed on the right ventricular lead but also on the pacemaker. The noise observed was reproducible with isometric testing. Programming changes were made. Noise was not reproducible post programming changes. The patient was stable.

Event description:
It was reported that noise reversion was observed on the right ventricular lead. Programming changes were to be performed at a future date by the clinician. Other parameters were normal. There was no adverse event to the patient. The patient was stable.